Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened down button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up and down buttons were really hard to press. The customer¿s blood glucose level was 242 mg/dl. The customer also reported that the time advance . The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.